Manufacturer narrative:
After performing a hard shutdown to get the system back up and running, further troubleshooting showed that the hard drive 1 was trying to rebuild. Our tech support guided the customer through removing hard drive 1 and verified the system ran as normal. Followed up with the customer in the morning and they have not had further issues. Sending in a replacement hard drive and return of defective requested for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Manufacturer narrative: the central monitoring system (cns)display is frozen and has done this several times today. After performing a hard shutdown to get the system back up and running, further troubleshooting showed that the hard drive 1 was trying to rebuild. Our tech support guided the customer through removing hard drive 1 and verified the system ran as normal. Followed up with the customer in the morning and they have not had further issues. The customer was sent a replacement hard drive to resolve the issue. The unit was evaluated and the reported problem was duplicated. The hard disk drive was degraded. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.